Event description:
Boston scientific received information that a tachy lead was fractured. This lead was reportedly replaced. All available information indicates this lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.